Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during implant the right ventricular (rv) lead encountered high friction of the lead body that caused problems placing and positioning the lead. After several attempts the rv lead was exchanged for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code.